Event description:
Hosp reports that while ventilating pt, pt's blood gases were unacceptable; indicating hypoventilation, so staff removed pt from ventilator and placed pt on another unit. Blood gases improved. No pt injury reported.